Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (svc code 204) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open driven ground wire in the trunk cable. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a svc code 204. The pt was issued a replacement electrode belt.